Manufacturer narrative:
A ge service rep performed an on site investigation. The candlesticks were cleaned and re-greased during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had a high ma error message. No patient injury was reported.